Manufacturer narrative:
(B)(4): (failure to open). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. Pt's age, weight and gender were not provided. Per the complainant, during the procedure, the physician attempted to open the resolution clip. The clip would not open. The procedure was completed with a second resolution clip device. There has been no report of complications or injury to the pt. Post procedure, the pt's status was not provided.